Event description:
It was reported that during the cleaning process black debris came out of the handpiece. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. A sample was taken from the blade mount assembly for chemical analysis. A follow-up report will be submitted after the quality investigation has been completed.